Event description:
Caller reported that the insulin gauge on the pump displayed an amount different than expected, with a discrepancy of over 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.